Event description:
Information was received that during bench testing of this smiths medical cadd legacy plus pump, the pump tested 9 % over volume. No reported adverse effects.

Manufacturer narrative:
One device returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. The problem source has been determined to be unknown.